Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex is currently in transit to medtronic for evaluation. A follow-up MDR will be submitted when device investigation is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a pipeline flex did not open on the distal end during a procedure. The patient was undergoing treatment for an unruptured, saccular aneurysm in the cavernous, right internal carotid artery (ica). The aneurysm max. Diameter was 19mm and neck diameter was 12mm. Vessel tortuosity was severe. The devices were prepared as indicated in the IFU. It was reported that the distal end of the pipeline flex was unsheathed, but did not open. The middle and distal parts of the device were positioned in a vessel bend. The physician continued unsheathing; the middle section opened properly, but the distal section still did not open. The physician resheathed and re-deployed the device two times more distally, but the same issue occurred. The device was removed from the patient. A new pipeline flex was used to complete the procedure without any further issues. Good stagnation was noted in the aneurysm. There were no reports of patient injury in connection with this event.

Manufacturer narrative:
Device available for evaluation - additional information. Device evaluated - additional information. Evaluation codes - additional information, device evaluation. Additional manufacturer narrative - additional information, device evaluation the pipeline flex pushwire and braid were returned for evaluation. As received, the braid was detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. The pipeline flex braid was observed to be fully open with moderate fraying on one end and slight fraying on the other end. The dps sleeves were observed to be torn. Pushwire bends were observed 2.5 cm to 8.5 cm from the distal tip coil. Based on the customer¿s photos and the reported event details, the report of failure/incomplete open distal (flex)¿ issue was confirmed. However, based on the analysis findings, the reported issue was not confirmed. The cause for the reported experience could not be determined as the returned braid was observed to be fully open with damage (fraying) on both ends. It is possible that the damaged braid and the patient¿s anatomy (the vessel bend) may have contributed to the reported issue. It is not recommended to initiate deployment of the device on a bend. In addition, the dps sleeves were observed to be damaged (torn.) The cause for the damages could not be conclusively determined. All products are 100% inspected for damage and irregularities during manufacture. Per our instructions for use (IFU), the user should "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.